Manufacturer narrative:
Hologic technical support (ts) reviewed the logs for the worklist in question. The run was valid with expected rlu values for the controls. Ts suggested that the assay kit used for this run may have been contaminated due to the elevated positivity rate (B)(4).customer had already discarded the affected kit.hologic product applications specialist (pas) reviewed the logs and found no hardware, kinetics, or reagent preparation issues. Pas suggested that the kit or samples may have been mishandled or had low target. Pas could not determine if the sample results were truly from the patient or from contamination.customer reported that as of 10/31/2023, their runs are now back to a normal positivity rate for their lab. Based upon their review of the information, they believe there was a carry-over event during pipetting of the samples that could have contributed to the elevated positivity rate. No further issues were reported.as part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. H3 other text : other.

Event description:
On 10/19/2023, the customer reported to hologic that they were questioning one sars-cov-2 tma run, wl 001410-20231017-10, which had an increased positivity rate. The customer was using assay lot 531915 on panther instrument sn (B)(6). The worklist in question had 32 positive samples out of 68 total samples tested ((B)(6) positivity rate), which was higher than the lab¿s average rate of (B)(6). After the customer noticed the issue, they ruled out any environmental contamination by running blank samples, which all resulted negative. They also performed monthly maintenance on the instrument and deep cleaned their preparation areas. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The customer confirmed that all valid positive results were initially released to the patients. The customer then reran the samples in triplicate and corrected the results for any samples that had negative results all three times. The customer was not sure if any patients received treatment based upon the positive result. There were no associated or reported adverse events. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.